Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5179762.

Event description:
Voluntary medwatch received states under-sensing, functional under-sensing, and failure to capture was noted. This resulted in syncope dizziness and arrythmia. No further information on intervention or adverse patient consequences were reported.